Event description:
We received a report that during the implantation of a tecnis zcb0000220 the haptic stuck to the optic and required manipulation by the surgeon. The procedure was completed successfully and there was no patient injury reported.

Manufacturer narrative:
In the initial MDR the following sections were inadvertently omitted: if implanted, give date: unknown. Is this a single-use device that was reprocessed and reused: no. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Explant date: not applicable. Concomitant products: platinum dk 7796 handpiece; 1mtec cartridge, healon 0.85 viscoelastic and endosol balanced salt solution. Initial reporter telephone number: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.